Event description:
Bilateral capsular contracture baker grade 4, left-side.

Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional; upon return, the device gel was noted to be white/cloudy. The device weighed 0.8g over specification. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.